Manufacturer narrative:
The customer's meter was received for investigation. The meter display showed partly faded segments. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated in the area of the conductive rubber contacts. The contamination was not determined to be due to a user error. The root cause is determined to be an assembly problem. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
Occupation is lay user/patient. Unique device identifier (UDI) (B)(4). The patient's meter was requested for further investigation. The investigation is ongoing.

Event description:
There was an allegation of a display issue with a coaguchek xs meter. The patient stated there were segments missing from the meter's display. The patient performed a display check and the "top circle is missing left and right side segments" on all three 8's. The patient confirmed the bottom circle of all three 8's were visible.